Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that they started to have issues with their implantable neurostimulator (ins); they would normally run their device at about 2.2 v but had to increase stimulation daily. The patient had not been going to the bathroom and was bloated. It was noted that they could barely feel stimulation at 4.4 v on program 2. The change in therapy/symptoms was reported to be gradual. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.